Manufacturer narrative:
Device disposed of by hospital.

Event description:
On (B)(6) 2018, a percival pvs25 was implanted. Intra-op toe highlighted a paravalvular leak and the valve position appeared to have moved. The surgeon deployed the valve uneventfully and post deploy inspection was also unremarkable. The leaflets on a short axis view demonstrated good coaptation and no central leak. The surgeon removed the valve and it was not reimplanted ((B)(4)). The surgeon resized for a medium valve. The surgery was prolonged as the valve was removed and a new valve deployed. This medium valve appeared to be malpositioned and the annulus could be seen above and below the collar. The valve was explanted (this case (B)(4)) and a conventional valve was implanted.

Manufacturer narrative:
The manufacturer received additional information on oct. 11, 2018. The event description has been updated. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the information received the surgeon felt it was due to the patient pathology and anatomy of the aorta which was not known until the chest was opened and the cross clamp went on. Therefore, the root cause of the reported failure to implant is deemed to be patient factors and is not related to any factor intrinsic to the device.

Event description:
On (B)(6) 2018 a perceval pvs25 was implanted. It was reported the patients aorta was in very poor condition and clamping was difficult due to the looseness of the aorta. The surgeon deployed the valve uneventfully and post deploy inspection was also unremarkable. The leaflets on a short axis view demonstrated good coaptation and no central leak. Intra-op toe highlighted a paravalvular leak and the valve position appeared to have moved. The surgeon removed the large size perceval (etq: (B)(4)), re-sized and deployed a medium size perceval (this case, etq: (B)(4)). On inspection of the valve the surgeon could see annulus both above and below the collar. The surgeon removed the valve and planned to implant a conventional valve. A st. Jude trifecta size large valve was implanted. It was reported the patient is making a full recovery. The patient was slow to wake and was neurologically slow but was heading to rehab within 1-2 weeks of surgery. The surgeon thought that this patient was ideal for a perceval, age, pathology and patient history. It was unclear exactly why the valve would not fit properly, the surgeon feels it was due to the patient pathology and anatomy of the aorta which was not known until the chest was opened and the cross clamp went on.